Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reported that the iabp was being used off-label by the customer. The fse ran the battery run time test and the unit failed after a full charge. The logs indicated 89 discharges remaining. To address the failure, the fse replaced the batteries. The iabp unit passed all calibration, functional and safety tests performed, was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down while operating on battery. The iabp shut down within an hour of being powered on even though it was reported that the iabp unit was left charging overnight by the biomed prior to it being used on the patient. There was no patient harm and no adverse event was reported.